Event description:
Prior to (B)(6) 2020, I have not experienced prolonged headaches of any type. Beginning this date I have been experiencing migraines and multiple test have not been able to find the cause. It is believed that the use of a philips dreamstation may be the reason for the headaches. FDA safety report ID# (B)(4).